Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was unknown. The customer stated they were unable to exit from the rewind and prime sequence. Troubleshooting found the customer's drive support cap was flush. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.